Manufacturer narrative:
August 21, 2015 11:20 am (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro blade of the harvesting tool, had metal exposed at the distal tip of the scissors on 2 devices.

Manufacturer narrative:
(B)(4) 2015 03:20 pm (gmt-4:00) added by (B)(4). (B)(4) 2015 04:51 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were not observed. Tissue and charred material were not observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was not partially torn away from the tip. A pre-cautery test as was performed and the device passed the pre-cautery test. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the condition of the device as found, the reported complaint was not confirmed for the reported complaint.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro blade of the harvesting tool, had metal exposed at the distal tip of the scissors on 2 devices.